Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. It is likely that the resistance and balloon rupture were due to interaction with lesion site which was described calcified. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10,h3: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that resistance was felt when advancing the 3.0x60mm armada 14 balloon catheter due to calcification. Once at the target lesion, the balloon ruptured. The procedure was successfully completed with a 3.0x80mm armada balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.